Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: oxygen supply failed and found leak noice inside of o2 mixer assembly. No health consequences or impact.